Event description:
Patient reported left side device rupture. Patient later reported "capsular contracture baker grade ii-iii." Patient additionally reported "pulling, throbbing pain, pressure sensation in the chest, fever, deformation, hardening diagnosed by MRI and ultrasound, problems during breastfeeding, implants are affected by recall, and capsular contracture baker grade iii." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ fever: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6, h11.

Event description:
Patient reported left side device rupture. Patient later reported "capsular contracture baker grade ii-iii." Patient additionally reported "pulling, throbbing pain, pressure sensation in the chest, fever, deformation, hardening diagnosed by MRI and ultrasound, problems during breastfeeding, implants are affected by recall, and capsular contracture baker grade iii." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side capsular contracture "at least baker grade ii-iii." Device remains implanted.

Event description:
Patient reported left side rupture and capsular contracture, baker grade ii/iii. Device has been explanted.